Manufacturer narrative:
The hillrom technician found the power cord damage needed to be replaced. Per the hillrom service manual the centrella¿ bed requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. Incorrect use or handling of the power cord may cause damage to the power cord. If damage has occurred to the power cord or any of it's components, immediately remove the unit from service, and contact the applicable maintenance persons. Failure to do so could cause electrical shock or other injury or equipment damage. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the power cord had physical damage which caused bed to spark when plugged into the outlet. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(4).